Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further determined based upon the results of the investigation. The manufacturing record could not be checked as the device was manufactured more than 15 years ago - therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the output connector was worn, and the power switch unit had failed. The effective parts were replaced, and the unit resumed normal function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the halogen light source was found to have a lamp failure. The lamp had burned out and would not ignite. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.